Manufacturer narrative:
The ipg was returned, analyzed and passed visual inspection. However, it was unable to be recharged after three four-hour charge cycles. It was cut open and the device exhibited a low vh resistance measurement (489 ohms), which indicates an electrical short within the application-specific integrated circuit (asic). This type of damage is typically caused when the ipg is exposed to high voltage transients, high current sources, and high radio frequency (rf) energy. An analysis of the data log revealed that prior to the explant procedure, there were charging issues due to the thermistor being triggered multiple times. A labeling review was performed on the ipg's instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states for proper operation, do not use the charger if the ambient temperature is above 35c (95f) and the following medical therapies or procedures may turn stimulation off or may cause permanent damage to the stimulator, particularly if used in close proximity to the device lithotripsy, electrocautery, external defibrillation, radiation therapy, any damage to the device by radiation may not be immediately detectable, ultrasonic scanning, high-output ultrasound, x-ray and CT scans may damage the stimulator if stimulation is on. X-ray and CT scans are unlikely to damage the stimulator if stimulation is turned off. Based on all available information, engineers are able to confirm the root cause of the event. The ipg was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is failure to follow instructions.

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system. The patient was re-educated on the charging technique and multiple chargers were utilized however, none resolved the charging issue. It was also stated that a communication error message was received on the patients' remote control. The patient underwent a revision procedure in which the ipg was replaced and is doing well postoperatively. It was also noted that bipolar coagulation was utilized during the procedure.

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system. The patient was re-educated on the charging technique and multiple chargers were utilized however, none resolved the charging issue. It was also stated that a communication error message was received on the patients' remote control. The patient underwent a revision procedure in which the the ipg was replaced and is doing well postoperatively. It was also noted that bipolar coagulation was utilized during the procedure.